Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 4.1, 6.7, 3.3; lab: 9.0, 9.0, 9.0.

Manufacturer narrative:
Investigation pending.